Manufacturer narrative:
Investigation results: a speedband superview super 7 was returned with the ligator head for analysis. A visual examination of the ligator head found all bands present which were properly placed in the ligator head and no broken bands. It was also noticed that the ligator teeth were undamaged. The suture was intact and attached to the ligator head. The distal end of the trip wire was kinked. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on th evaluation of the returned device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an upper endoscopy procedure performed on (B)(6) 2019 according to the complainant, during the procedure, both bands broke off and snapped. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an upper endoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, both bands broke off and snapped. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.